Event description:
Procedure: bilateral oophorectomy. Reportedly, the device fired over the pedicle on the appendix but it did not staple. Excessive bleeding occurred and the procedure was converted to open procedure to control bleeding. No transfusion was required but the procedure was delayed approx 30 to 45 minutes. Add'l info from user facility: during laparoscopic bilateral oophorectomy, the scrub nurse passed the physician the auto suture stapler directly from the sterile packaging. When the physician pulled the trigger to fire a staple line across the pedicle, the instrument made a "clunking" sound and no staples came out. The pedicle started bleeding where the instrument fired, and the physician had to open the pt to control bleeding and finish the procedure.

Manufacturer narrative:
(B)(4).